Event description:
Device 1 of 2. Reference MFR report: 3006705815-2019-00913.

Manufacturer narrative:
Concomitant medical products: model 3186, scs lead therapy dates: unknown. The investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR report: 3006705815-2019-00913. It was reported patient is unable to increase the strength of his therapy due to high impedances. In turn, the patient underwent surgical intervention on (B)(6) 2019 where in the entire system was explanted and replaced with a new system. Reportedly, therapy was restored.